Event description:
Complainant alleged that during functional testing, the device failed leakage current test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and the ECG shields were replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.